Manufacturer narrative:
It was confirmed that the device was returned to bsc after the warning message regarding the battery voltage was observed. Upon receipt, the device successfully passed all testing and the battery voltage was confirmed to have recovered to a normal level. A review of daily battery voltage measurements confirmed that the device experienced a temporary drop in battery voltage around the time of the referenced event on 11 february 2021, which resulted in the observed behavior. Please note that exposure to cold temperatures prior to implant can result in a temporary drop in battery voltage, and it is expected behavior for the battery voltage to subsequently recover and return to normal levels, as occurred with this device, once the device is removed from the cold temperatures.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. No patient involvement.

Manufacturer narrative:
It was confirmed that the device was returned to bsc after the warning message regarding the battery voltage was observed. Upon receipt, the device successfully passed all testing and the battery voltage was confirmed to have recovered to a normal level. A review of daily battery voltage measurements confirmed that the device experienced a temporary drop in battery voltage around the time of the referenced event on (B)(6) 2021, which resulted in the observed behavior. Please note that exposure to cold temperatures prior to implant can result in a temporary drop in battery voltage, and it is expected behavior for the battery voltage to subsequently recover and return to normal levels, as occurred with this device, once the device is removed from the cold temperatures.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. There was no patient involved.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.